Event description:
Two patients with discrepant myoglobin results. Patient 1, initial result <21.00 ng/ml, repeat 46.56 ng/ml. Initial result was reported for patient 1 only, the patient was not adversely affected. The field service representative was unable to determine the root cause, but noted he performed maintenance on the sample flowpath and sipper flow path. Performance tests were performed which were within specification.

Event description:
Two patients with discrepant myoglobin results. Patient 2, initial result <21.00 ng/ml, repeated twice gave <21.00 and 53.61 ng/ml. Initial result was reported for patient 1 only, the patient was not adversely affected. The field service representative was unable to determine the root cause but noted he performed maintenance on the sample flowpath and sipper flow path. Performance tests were performed which were within specification.